Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available according to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: aneurysm enlargement.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic aneurysm from dissection in zone 1, which extended to zone 13. The tevar indication was for uncomplicated. The primary entry tear was located in zone 4 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu373720) was implanted, within zone 4, with coverage extending to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 56 mm, in zone 9. Additionally, a branch procedure involving the left common carotid artery (lcca) left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post branch treatment all were reported to be patent with no coverage of the lsa. No post operative complications were reported. The patient had a spinal drain placed, was transferred to the intensive care unit. The patient was discharged to home on post operative day (pod) 3. The maximum aortic diameter within the treated area at time of discharge was reported to measure 45.1 mm. The patient underwent follow up visits on unknown pod(s): 17, 241, 520 and 683. On an unknown date, approximately pod 17, no follow up imaging was performed. On an unknown date, approximately pod 241, follow up imaging reported the aortic diameter within the treated aorta, evg measured 58 mm. On an unknown date, approximately pod 520, follow up imaging reported the aortic diameter within the treated aorta, evg measured 58 mm. On an unknown date, approximately pod 683, follow up imaging reported the aortic diameter within the treated aorta, evg measured 65 mm. There were no additional procedures or complications reported for the patient.

Manufacturer narrative:
Updated implant date: (B)(6) 2016.

Manufacturer narrative:
Event date (B)(6)2017.

Manufacturer narrative:
Update date of event- event date: (B)(6)2016.